Event description:
Customer reported she received the following results on 2 different meters within 10 minutes: 97-123 mg/dl (compact plus system) and 75-79 mg/dl (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
This medwatch report is for the compact plus system. Reference medwatch report with (B)(6) for the aviva system.